Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Additionally, there was deformation of the proximal section of the defib coil and distal conductor distortion/fracture. (B) (4) no anomalies were found.

Event description:
It was reported during the implant procedure that there were positioning/fixation difficulties on both the 5076 and 4592 leads. Neither lead was implanted and there were no associated patient complications reported as a result of this issue.